Event description:
It was reported that the nurse's hand was burned while cleaning the scissors' blades during an operation. It was noted that the scissors were connected, but not activated. No add'l info was made available.